Manufacturer narrative:
Initially it was reported the device would return for evaluation. The device was not received. The complaint cannot be confirmed due to insufficient information. There was no additional information provided by the customer and the device is not available for analysis. The probable cause could not be determined. Corrected information can be found.

Manufacturer narrative:
The device was received on january 24, 2019. The device was not powered up due to the complaint. The device was dismantled and upon inspection found chassis replaced and found component (cr8) on power supply pwa melted. The power supply pwa was replaced and the device powered up without any issue and passed self-test. The pump was powered on and passed functional testing. The complaint was confirmed with probable cause being defective power supply pwa due to component melted.

Manufacturer narrative:
The device is expected to return for evaluation and has not been received.

Event description:
The date of the event is unknown. The event involved pump plum 360 that the customer reported as smoke from the pump when starting it. No additional information was provided.